Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of bending rubber being scratched was not confirmed. In addition to evaluation in b5, bending section cover had a scratch. The adhesive on bending section cover had a chip. The control unit had a scratch. Switch button 1 had a scratch. The video connector had a crack. The video connector had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to damage to the control section, angulation lever did not move smoothly. The grip had a scratch. The up/down plate had a scratch. The right/left plate had a scratch. The light guide cover glass had a scratch. The light guide connector had a scratch. The video connector case had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported a loaner asset (endoeye flex deflectable videoscope) bending rubber was scratched. There was no report of user or patient harm associated with this event. During incoming inspection, a b30 (scope communication) error was displayed due to the imaging unit being damaged. Also, due to corrosion on video plug, b30 error occurred. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. (See figure 3.23) 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities." Olympus will continue to monitor field performance for this device.